Manufacturer narrative:
Without the return of the product for analysis, a definitive root cause to the reported clinical observation could not be determined. Should the product be returned to smiths medical, a supplemental will be submitted.

Event description:
It was reported that during use of this enteral infusion pump, the patient became hospitalized due to agitation and behavioral concerns. The registered nurse found that the pump was not delivering successfully on initial attempt. Upon pressing the button twice, the pump delivered successfully. It was noted that there was no allegation against the device itself, but rather that the patient contributed to the issue by pulling the j-tube off. No permanent injury was reported.